Manufacturer narrative:
The investigation is ongoing.

Event description:
A 26mm sapien 3 ultra valve was delivered to the hospital with the seal broken on the valve box. The customer called and advised upon opening the kit. The pre-deco findings found that the tamper-resistant seal was broken. No patient involvement.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 valve box that had a tamper-resistant seal broken was confirmed by evaluation. Visual examination found that the top tamper-resistant seal on the shelf box was broken. No other damage was observed around the seal area or in the front of the shelf box. The bottom tamper-resistant seal remained intact with no damage observed. Upon opening the valve shelf box, no damage was observed inside the valve box. The valve jar tamper evident band was missing. Since the field was only reporting the broken seal on the shelf box, the missing valve jar tamper band was likely the decision not to use after the valve jar tamper evident band was taken off. Functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u and device preparation manual. The IFU warnings state to not use the valve if the tamper-evident seal is broken, the valve is damaged, or the expiration date has elapsed. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No manufacturing non-conformances or IFU deficiencies were identified, and corrective action is not required. However, awareness communication was performed. The complaint for a broken tamper seal was confirmed based on device evaluation. A review of DHR, lot history, and complaint history did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of manufacturing mitigations supports that the valve packaging had proper inspections in place to detect issues related to the complaint events. Per the work order and valve serial number, the tamper seals were applied during individual shelf box packaging in costa rica. During kit processing, the packaging integrity was checked per instruction to ensure tamper seals (both top and bottom) of the shelf box remains intact. This inspection/mitigation in place during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Additionally, a review of the IFU/training manual also did not reveal any deficiencies. As reported, "26mm valve serial # 9410394 was delivered to huntington hospital with the seal broken on the valve box. The customer called and advised of this immediately upon opening the kit". In this case, the manufacturing non-conformance was not confirmed, and valve packaging had proper inspections in place to detect issues prior to it being shipped to the site. The broken tamper seal likely occurred during the shipping handling or transportation to the site. In this case, available information suggests that shipping handling/transportation may have contributed to the complaint event. However, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.